Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Related manufacturer reference number: 1627487-2022-02464, 3006705815-2022-14011. It was reported the patient¿s system was explanted. Reason and date of explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon further investigation it was determined the patient¿s system was explanted due to ineffective stimulation and not due to the previously reported infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates the patient's system was explanted due to infection.